Manufacturer narrative:
G4:25jan2021. B4:26jan2021. The field service engineer replaced the front bezel and the issue was resolved. The root cause of the navigation ring failures was determined to be liquid ingress due to the variability of the assembly process. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 21aug2020.

Event description:
The customer reported the nav ring was not working properly. The settings would not adjust, but instead would go back and forth with the nav ring and the setting changes could not be made with the touchscreen. The device was being prepared for use, however no patient harm was reported. The manufacturer's field service engineer provided remote support and confirmed the nav ring is defective.